Event description:
The nurse was starting to change the PICC dressing and the PICC line broke (snapped) at the point where the PICC and anchor "heart" meet. There was approximately five cm of the PICC line remaining outside the patient's body. The physician was called to the bedside and the remaining catheter was removed intact without difficulty. There was no bleeding.